Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Evaluation summary: baxter received one companion sample for evaluation. The reported condition of a leak was not confirmed. The device was visually inspected and a functional leak test was performed on the device. No signs of leakage were found on any part of the device. The cause could not be identified, as no evidence of product malfunction was observed. No other observations were noted on the unit.

Event description:
It was reported that a three liter eva bag had leaked. It is unknown at which step in the process this event occurred, however there was no patient involvement. No additional information is available.